Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2024 and suture was used. It was reported that the needle and suture were easily separated during use, resulting in needle loss. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 10/14/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: - were there any patient consequences? If yes, please describe. - what is the surgeon's opinion of the possibility of the needle being retained in the patient? Are there any plans to continue searching for the needle inside the patient or any different post op treatment? - were x-rays taken to locate the needle? - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). --contacted with the sales rep today via phone, please refer to event description and other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/25/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was received: after investigation, the specific age and gender of the patient were unknown, and the patient underwent cavity hernia repair in (B)(6) on (B)(6) 2024 (the specific surgical name was unknown). The operator used vcp311h for continuous suture during the surgery. During the suture, the needle and thread were detached for two consecutive times, and the detached needle fell into the patient's body. The operator immediately visually looked for the detached needle and found it. After removal, the integrity of the needle was checked. After confirming that no foreign body remained in the patient's body, a new suture (with unknown specific product information) was replaced for continuous suture. The subsequent surgery went smoothly. The surgery time of this event was extended about 4 hours due to searching for a detached needle and no further adverse event report was received.